Event description:
Pt's pump was allowed to go dry about 2 months before the event. Hcp attempted to reactivate with nacl by using a program at the lowest possible dose - not using the recommended procedure of using a bridge bolus. Pt was also receiving duragesic patches of fentanyl of 250 mcg. The technique used accidentally bolused the pt with 10mg/ml of mso4 which remained in the catheter . That evening the pt received a new patch and the nursing home staff found pt in a coma. Pt also got aspiration pneumonia. Follow up of 5/17/00 indicates that the pt is ok and the nursing home staff has reported no further events. The pump is presently delivering nacl pending the decision by the pt and child to have morphine placed in the pump. If morphine is to be used the pump will have to be tested for function by the rotor test and actual and residual volumes tested to assure that the prolonged pumping in a dry state has not compromised delivery.